Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the closure of the uterus in a caesarian section open procedure, the threads broke. Dehiscence occurred in the uterus, but the complication was resolved using another device. Complication causes extended surgical time.